Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error

Event description:
Patient reported that the surgeon has removed the implants several times, sterilized them, and then placed the same implants unknown side record.

Event description:
Patient reported that the surgeon has removed the implants several times, sterilized them, and then placed the same implants unknown side record. Device remains implanted.